Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory that was installed was torn and was damaged. Nothing reportedly fell into the patient. There was no reported patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The complaint is being reported due to the torn tip cover. There was no allegation of patient injury due to the alleged issue. The customer reported complaint does not itself constitute a reportable event; however, if the damage to the gray area of the tip cover were to reoccur, it could cause or contribute to an adverse event.